Event description:
Procedure type: vats procedure. According to the reporter: the port was used throughout the case as the camera port. Upon removal of the port, it was noticed the piece of cannula was chipped at the distal end. They searched and looked for the missing piece, but it was not found. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported. The patient is currently discharged.

Manufacturer narrative:
(B)(4).